Event description:
It was reported during remote follow up that the right ventricular (rv) lead high voltage (hv) impedance was above the upper limit. The lead will continue to be monitored. There were no patient consequences.